Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display does not work and does not display numbers or any information. Customer does not recall any significant events leading to the error, but stated that the incident happened during priming. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and broken belt clip slot.